Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned the results for 1 patient tested for elecsys free psa (free psa) and elecsys total psa (total psa) on a cobas e 801 analytical unit. This medwatch will cover total psa. Refer to medwatch with a1 patient identifier (B)(6) for information on the free psa results. The initial total psa result was 0.21 ng/ml. The initial free psa result was 10.50 ng/ml. The repeat free psa result was 11.70 ng/ml. A new sample was obtained, and the total psa result was 0.13 ng/ml. The free psa result was 8.50 ng/ml. The new sample was repeated by the siemens method, and the total psa result was 6.60 ng/ml, and the free psa result was 0.05 ng/ml. The customer suspects an interference affecting the roche results.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. No abnormal trends were identified during a review of complaints related to total psa reagent lot 865283. Sample material was requested for investigation, but was not provided. As no sample material was available for the investigation, the cause of the event could not be determined. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. The investigation did not identify a product problem.